Event description:
A signal loss issue was reported with the freestyle libre 2 sensor. A caller reported on behalf of a customer (his wife) whose sensor encountered a loss signal. It was further reported that the customer was in the hospital at the time of call and received medical treatment however, no further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the freestyle libre 2 sensor. A caller reported on behalf of a customer (his wife) whose sensor encountered a loss signal. It was further reported that the customer was in the hospital at the time of call and received medical treatment however, no further details were reported. There was no report of death or permanent injury associated with this event.